Event description:
As reported: "damaged drill bit inside the ankle joint between the shaft and the bone at the time of drilling."

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. The received drill is broken from the tip and the broken fragment was not returned for evaluation. Broken surface of the drill is relatively smooth having a shear cavity without any plastic deformation which indicates towards a brittle failure of the drill due to mechanical overload leading to sudden breakage. Some portions in the microscopic image of the fractured surface are rubbed shiny which indicates usage of the drill even after breakage or failure. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design-related problems were found during the investigation. Based on the above investigation the root cause can be attributed to user related as breakage happened due to mechanical overload leading to breakage. However, an nc was previously opened to address the recurring situation but no non conformity was observed in product and the nc was closed without any further corrective actions. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "damaged drill bit inside the ankle joint between the shaft and the bone at the time of drilling.".